Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site and during testing, tcmid: 06 (ce post failure) error message was reported, however, was not confirmed during the functional testing. The console failed with tcmid: 04 (ce response timeout) initial functional testing due to the defective temp probe. As part of routine service during testing, the console was examined and found handle and pan drip are missing. The dirt and rust were observed in cold well bath and cooling system. The pump lid top lid and casters were loose. The display pivot, caster, cold well cap, front cover xp, module power input 10a, bumpers, and white rollers were damaged. The missing and damaged parts were replaced to address the issue. The thermogard console is a reusable device and was manufactured in january 2013 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed.

Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the thermogard xp console (sn (B)(4)) was functionally tested and displayed a tcmid: 06 (ce post failure) error message.